Manufacturer narrative:
Analysis of the extensions (serial nos. (B)(4)) found the outer insulation of the extension body had a breached depression. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because it is the closest code available with respect to this event. Section 'device' information references the main component of the system and other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID: 64001, lot# n402186, explanted: (B)(6) 2019, product type: adapter; product ID: 7482002102, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: extension; product ID: 74826653, serial# (B)(4), explanted: (B)(6) 2019, product type: extension; product ID: 64001, lot# n480382, explanted: (B)(6) 2019, product type: adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the issue was resolved after device replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 64001, lot#: n402186, product type: adapter. Product ID: 7482, serial#: (B)(4), product type: extension. Product ID: 7482, serial/lot #: (B)(4), ubd: 2008-11-22 , UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the stimulation was off only on the left side. The settings when this issue occurred was amplitude 4.1v, pulse width was 210, impedance was not specified, the rate was 185 hz/pps, and polarity was bipolar, electrode 2 and 3 for anode and electrode 0 and 1 for cathode. No environmental/external/patient factors were known to have led or contributed to the issue. Stimulation was switched back "on" and the patient was hospitalized. The severity of this issue was noted as severe. It was suspected that a product malfunction occurred. No symptom or injury to the patient. The issue was unresolved at the time of the report. It was later determined there was a slight change in clinical symptoms and the patient was hospitalized for another reason, not because of the event. The event just occurred during the unrelated hospitalization. Additional information was received indicating the patient had a worsening of motor symptoms and "it is not possible to obtain specific parts". Additional information received reported that an operation was performed to check for fracture because the cause of the patient instability was suspected to be a fracture. Impedance measurement was performed on the left and right sides of pocket adapter tips, extension tips, and lead tips. In addition,dc current was measured at both the distal and proximal ends of the extension. Power supply abnormality was confirmed at the #0, #2, and #3 electrodes of the right extension. Following a fracture check, the attending physician's opinion was that instability was more likely to be due to an extension fracture. It was noted there was blood at the extension lead tip. It was also found that stimulation of the ins had been turned off by a nurse. Refer to manufacturer report #3004209178-2019-22695 for details pertaining to the reportable related event.